Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system generated an alert for an out-of-range atrial intrinsic amplitude of less than 0.5mv. Additionally, review of the stored data identified atrial undersensing on stored electrograms. Further review of atrial sensing parameters was recommended. The system remains in service and no adverse patient effects were reported.